Event description:
Brush head came off the brush. No age of child. No injury reported.

Manufacturer narrative:
This event occurred on (B)(6) 2013. MFR did not become aware of this complaint until (B)(4) 2013 when it was reported to us. The tufted retention disk detached from the handle. Consumer did not give the age of the child. No injury was reported. Simulated use model and complaint data indicate that this is a potential choking hazard for children three years old and younger. We have been unable to get the device back to do an investigation, but are continuing in our attempts to obtain the device. Consumer stated that spouse may have discarded the brush.